Event description:
Report rec'd from hcp "during MRI, pump infused all drug in the reservoir. Pt experienced burning sensation and baclofen/morphine overdose." Add'l info rec'd revealed device was explanted because pt developed pin point pupils and became drowsy post MRI. Conclusion was drawn that pt had experienced an overinfusion of morphine and baclofen. Device refilled on the day of the event and residual volume indicated that flow of drug was within specs - 0.5 ml/day as expected. Pump was explanted five days later. Upon receipt by MFR, for analysis, device contained 15.5 ml of fluid and the plastic bag containing the device was wet. Pt discharged later with synchromed system "working perfectly well."